Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00318; 509-03-432, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00318; 509-03-432, (B)(6) - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to pain.